Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was reported that the removal steps were followed per the IFU and there was no vessel thrombus/calcification that may have caused removal difficulties. There was no damage noted to device packaging or delivery system prior to insertion into the patient. The procedure was straight forward evar. The issue with the delivery system occurred when the surgeon tried to retrieve the device by retracting the grey handle to re sheath the delivery system inside the graft cover, the delivery system would not retract and was subsequently removed safely. The endoleak was confirmed as a type ia endoleak in the endurant ii bifurcate was not thought to be related to the delivery system issue. The cause of the type ia endoleak is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure, the endurant stent graph contralateral limb was deployed as normal. However when attempting to remove the device, the physician was unable to retract the trigger and bring the delivery system back inside the graft cover. The delivery system had to be removed without re-sheathing. There was no injury to the patient, and procedure continued as planned. An endoleak was noted during the final run, but its origin could not be determined.per the physician the cause of the delivery systems trigger/ removal issues was undetermined. The cause of the endoleak was not specified. No additional clinical sequelae were provided, and the patient will be monitored.